Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
On 08aug2025, the user reported that the ilet device¿s sleep/wake button was unresponsive. The user noted that the device only wakes when placed on the charger and that the button did not function while on the charger. Blood glucose was not affected.